Event description:
It was reported by the affiliate during a gastrectomy procedure that the device would not staple. They used another like device to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.